Event description:
It was reported that the anti-tachycardia pacing (atp) increased the rate of the ventricular tachycardia to fast ventricular tachycardia and then to ventricular fibrillation (vf). The device delivered two shocks to convert the vf. It was further reported that the patient had low potassium. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.